Event description:
It was reported that during an attempted implant, intermittent r-wave and no impedance values were observed. Repositioning the lead was attempted but still could not obtain normal values, and it was noted that the helix would not extend. A new lead was implanted. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of r-wave amp variation, impedance problem, and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix housing to be compressed/damaged, consistent with procedural damage. X-ray analysis found the inner coil at the connector region was over-torqued with all filars broken, consistent with procedural damage. The cause of the reported events was isolated to the damaged helix housing and the over-torqued inner coil.